Manufacturer narrative:
Of the 20 devices originally reported, 5 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2019-03412, 2020394-2020-06512, 2020394-2020-06379, 2020394-2021-80233, and emdr child rec 1747673. Of the remaining 15 devices, the product catalog number of five malfunctions were updated to dl900f. Out of the reported 15 malfunctions, eight lot numbers were provided; therefore, a lot history reviews were performed. No devices were returned for evaluation. Medical records were provided for 12 malfunctions and images were provided for four malfunctions. For seven of the malfunctions, the investigation were confirmed for perforation. One malfunction was confirmed perforation and unintended movement and other malfunction also confirmed perforation and failure to expand. For one malfunction, the investigation is confirmed for alleged perforation of the inferior vena cava; however, the investigation is inconclusive for alleged filter tilt. One investigation identified perforation. For the remaining four malfunctions, the investigations are inconclusive for perforation. The devices are labeled for single use. D4 (corporate lot number: gfzd4270, gfyc3738, gfav0678, gfaq4453, gfzc3705, unknown) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 15 malfunctions. A review of the events indicated that model dl900j vena cava filter allegedly experienced a patient device interaction problem. These reports were received from various sources. All 15 malfunctions involved a patient with no patient consequences. Ten patients ranged from 51-77 years of age and four patients weight were ranged from 66 - 122kgs. Of the reported patients, eight were male and four were female. All other patient details were not provided.

Event description:
This report summarizes nineteen malfunctions. A review of the events indicated that model dl900j vena cava filter allegedly experienced a patient device interaction problem. These reports were received from various sources. All nineteen events involved a patient with no patient consequences. Two patients ranged from 51-62 years of age and the rest of the patients¿ ages and weights were not provided. Of the reported patients, four were male and the remaining genders were not provided.

Manufacturer narrative:
H10: of the 20 devices originally reported, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 2020394-2019-03412. H10: of the 19 malfunctions, 3 lot numbers were provided and lot history reviews were performed. No devices were returned for evaluation. Medical records were provided for 2 malfunctions. One record confirmed perforation and other malfunction also confirmed perforation and unintended movement. The other 17 devices are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. A root cause has not been determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 15 malfunctions. A review of the events indicated that model dl900j vena cava filter allegedly experienced a patient device interaction problem. These reports were received from various sources. All 15 malfunctions involved a patient with no patient consequences. Eleven patients ranged from 51-77 years of age and four patients weight were ranged from 66 - 122kgs. Of the reported patients, eight were male and five were female. All other patient details were not provided.

Manufacturer narrative:
H10: of the 20 devices originally reported, 5 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2019-03412, 2020394-2020-06512, 2020394-2020-06379, 2020394-2021-80233, and emdr child rec (B)(4). H10: of the remaining 15 devices, the product catalog number of six malfunctions were updated to dl900f. H10: out of the reported 15 malfunctions, nine lot numbers were provided; therefore, a lot history reviews were performed. No devices were returned for evaluation. Medical records were provided for 13 malfunctions and images were provided for four malfunctions. For eight of the malfunctions, the investigation were confirmed for perforation. One malfunction was confirmed perforation and unintended movement and other malfunction also confirmed perforation and failure to expand. For one malfunction, the investigation is confirmed for alleged perforation of the inferior vena cava; however, the investigation is inconclusive for alleged filter tilt. One investigation is confirmed for perforation and migration. For the remaining three malfunctions, the investigations are inconclusive for perforation. The devices are labeled for single use. H10: d4 (corporate lot number: gfzd4270, gfyc3738, gfav0678, gfaq4453, gfzc3705, gfbw1557, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes nineteen malfunctions. A review of the events indicated that model dl900j vena cava filter allegedly experienced a patient device interaction problem. These reports were received from various sources. All nineteen events involved a patient with no patient consequences. Four patients ranged from 51-62 years of age and the rest of the patients¿ ages and weights were not provided. Of the reported patients, four were male and the remaining genders were not provided.

Manufacturer narrative:
H10: of the 20 devices originally reported, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 2020394-2019-03412. H10: one of the devices catalog number changed to dl900f. Out of the reported 19 malfunctions, three lot numbers were provided; therefore, a lot history reviews were performed. No devices were returned for evaluation. Medical records were provided and reviewed for 4 malfunctions. For two of the malfunctions, the investigation were confirmed for perforation. One malfunction was confirmed perforation and unintended movement and other malfunction also confirmed perforation and failure to expand. For the remaining 15 malfunctions, medical records were not provided for review, therefore the investigations are inconclusive as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: unknown), g4. H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 15 malfunctions. A review of the events indicated that model dl900j vena cava filter allegedly experienced perforation. These reports were received from various sources. All 15 malfunctions involved a patient with no patient consequences. Of the 15 patients, six were female and eight were male, twelve patients ranged from 51-77 years of age and five patients weight were ranged from 66 - 122kgs. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported 20 malfunctions, 5 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2019-03412, 2020394-2020-06512, 2020394-2020-06379, 2020394-2021-80233, and 2020394-2021-80331. H10: of the remaining 15 malfunctions, the product catalog number for six malfunctions were updated as dl900f and one was updated as unk denali. Lot numbers were provided for ten malfunctions and lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all 14 malfunctions, additionally images were provided and reviewed for 10 malfunctions. Therefore, for nine malfunctions, investigation is confirmed for perforation. For two malfunctions, investigation is inconclusive for perforation. For one malfunction, investigation is confirmed for perforation and migration (a010402). For one malfunction, investigation is confirmed for perforation and failure to expand(a150101). For one malfunction, investigation is confirmed for perforation and unintended movement (a0512). For the remaining one malfunction, investigation is confirmed for perforation and inconclusive for malposition of device (a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfzd4270, gfyc3738, gfav0678, gfaq4453, gfzc3705, gfbw1557, gfzg3136, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 20 devices originally reported, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 2020394-2019-03412. Of the 19 malfunctions, 3 lot numbers were provided and lot history reviews were performed. No devices were returned for evaluation. Medical records were provided for 2 malfunctions. One record confirmed perforation. One malfunction is also being investigated for unintended movement and received medical records, which are currently pending investigation. The other 17 devices are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes nineteen malfunctions. A review of the events indicated that model dl900j vena cava filter allegedly experienced a patient device interaction problem. These reports were received from various sources. All nineteen events involved a patient with no patient consequences. Two patients ranged from 51-62 years of age and the rest of the patients¿ ages and weights were not provided. Of the reported patients, four were male and the remaining genders were not provided.

Manufacturer narrative:
H10: of the 20 devices originally reported, 3 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2019-03412, 2020394-2020-06512 and 2020394-2020-06379. H10: of the remaining 17 devices, the product catalog number of two malfunctions were updated to dl900f and eight devices were updated to unk denali. H10: out of the reported 17 malfunctions, six lot numbers were provided; therefore, a lot history reviews were performed. No devices were returned for evaluation. Medical records were provided for 10 malfunctions and images were provided for four malfunctions. For five of the malfunctions, the investigation were confirmed for perforation. One malfunction was confirmed perforation and unintended movement and other malfunction also confirmed perforation and failure to expand. For one malfunction, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for alleged filter tilt. For seven malfunctions, the investigations are inconclusive for perforation. For remaining two malfunctions, the company is still investigating the issue at this time.the devices are labeled for single use. H10: d4 (corporate lot number: gfyc3738, gfav0678, gfaq4453, unknown), g4 h11: b5, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 17 malfunctions. A review of the events indicated that model dl900j vena cava filter allegedly experienced a patient device interaction problem. These reports were received from various sources. All 17 malfunctions involved a patient with no patient consequences. Eight patients ranged from 51-77 years of age and two patients weight were ranged from 207 - 240 pounds. Of the reported patients, six were male and three were female. All other patient details were not provided.

Manufacturer narrative:
Of the 20 devices, 2 lot numbers were provided, and lot history reviews were performed. No devices were returned for evaluation. Medical records were provided for 1 malfunction and confirmed for perforation. The other 19 devices are inconclusive for perforation. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes twenty malfunction events. A review of the events indicated that model dl900j vena cava filter experienced patient device interaction problem. These reports were received from various sources. All twenty events involved a patient with no patient consequences. One patient was 51 years of age and the rest of the patients¿ ages and weights were not provided. Of the reported patients, three were male and the remaining genders were not provided.

Manufacturer narrative:
The lot number for the device was not provided for eighteen of the twenty reported events; therefore, a manufacturing review could not be performed. Two of the twenty events provided a lot number and a manufacturing review will be performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes twenty malfunction events. A review of the events indicated that model dl900j vena cava filter experienced patient device interaction problem. These reports were received from various sources. All twenty events involved a patient with no patient consequences. One patient was (B)(6) and the rest of the patients¿ ages and weights were not provided. Of the reported patients, three were male and the remaining genders were not provided.